Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Caller mentioned the charging frequency has increased from once every 2 weeks to at least twice a week and this started at least 6 months ago. The circumstances that led to the reported issue were asked, but unknown. Patient services (pss) directed to healthcare provider (hcp) on this concern which. Patient has an appointment coming up december 6th.

Event description:
The reason for call was caller stated patient needs to have the representative meet him at his healthcare provider office to have pr ogramming checked caller stated they need to have the programming reset and a secondary program added. Caller stated the implanted neurostimulator is doing some screwy things caller stated when he goes up to 5. 2 on his amplitude power level which is extremely high the stimulation is interfering with other tests. Caller clarified they took x rays of pt shoulder and stimulation showed up in the x ray - patient service specialist reviewed the option to turn stimulation off to avoid the interaction from the x rays. Pt rep reported in the past 4 months pt is charging 2 to 3 times per week when he used to charge the ins twice a month. Pt did verify that he has increased the stimulation recently. Patient services (pss) suggested that pt talk to the rep about his charge frequency. Pt mentioned that they have an appt with the hcp on 07-feb @ 11am.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.